Event description:
Material#: 515078 batch#: unknown. (Possible batch numbers: 2305504,2302505,2301508,2302506, 2307501, 2211502). Verbatim: we have had two instances in the past 2 weeks of the bd phaseal optima infusion adaptor having drips of medication come out when the nurse has gone in to spike the medication. For the first instance the nurse had not spiked it yet, but when they opened the blue flap, fluid dripped out. For the second instance, as it was spiked (below shoulder level), 2 drops of medication squirted out onto their gown, in both cases, once the medication was spiked, there was no further leakage. No change to the IV sets being used, they use bd sets. The nurse says it actually came out like a spout (rather than dripping), it came out of the (septum) the nurse said it was like a thin stream, almost as if it had been punctured from the inside. It stopped dripping once it was spiked. No visible damage.

Manufacturer narrative:
Pr 9846398 follow up MDR for device evaluation: several samples were provided to our quality team for investigation. Through visual inspection, no damage or defects were observed on any of the devices. Functional testing was performed, passing liquid through the infusion adapters, in all instances the product functioned properly and no liquid leaked through the lid, verifying the septum was in tact. The products were disassembled for further evaluation, all membranes were properly placed, no damage or other defects were observed. A device history review was performed for suspected lots 2305504, 2302505, 2301508, 2302506, 2307501, and 2211502, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device. Testing results were reviewed for all suspected lots and no issues were identified, product was verified to meet required specification. Based on the our quality team's investigation and given none of the returned samples displayed any issues related to the reported incident, we are not able to identify a root cause at this time. Complaints receive for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 515078 batch#: 2305504,2 302505, 2301508. It was reported by customer that we have had two instances in the past 2 weeks of the bd phaseal optima infusion adaptor having drips of medication come out when the nurse has gone in to spike the medication. For the first instance the nurse had not spiked it yet, but when they opened the blue flap, fluid dripped out. For the second instance, as it was spiked (below shoulder level), 2 drops of medication squirted out onto their gown, in both cases, once the medication was spiked, there was no further leakage. No change to the IV sets being used, they use bd sets verbatim: we have had two instances in the past 2 weeks of the bd phaseal optima infusion adaptor having drips of medication come out when the nurse has gone in to spike the medication. For the first instance the nurse had not spiked it yet, but when they opened the blue flap, fluid dripped out. For the second instance, as it was spiked (below shoulder level), 2 drops of medication squirted out onto their gown, in both cases, once the medication was spiked, there was no further leakage. No change to the IV sets being used, they use bd sets.